Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while accessing the lumen the catheter bubbled between the bifurcation and the hub. The catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
It was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The appropriate fields were updated accordingly. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the device was returned and evaluated. Visual and functional evaluation was performed. The investigation was confirmed for catheter aneurysm, as a bulge in the extension tubing was found. However, the definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. A possible root cause is exposure to incompatible chemicals. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. IFU states, "acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin* ointment) are the preferred alternative."

Event description:
It was reported that while accessing the lumen the catheter bubbled between the bifurcation and the hub. The catheter was removed and a new device was placed. There was no reported patient injury.